Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an issue with the device check syringe plunger sensor. It was also reported that the device had a crack case. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email on (B)(6)-2022: no reports of patient involvement.

Manufacturer narrative:
Device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with chipped top case corners, cracked bottom case corners, and cracked right plunger case; tamper seals were missing. There was evidence of the error or reported problem in the event history log. The reported problem check syringe plunger sensor was not duplicated; however, the second issue of cracked case was verified by inspection. The investigation was unable to duplicate the check syringe plunger sensor issue and to determine the intermittent of the error. The cracked case was due to impact/customer damage. No action was taken for the check plunger issue since the reported problem was not found. Cleaned and greased the ear clip and replaced ear clip spring as a preventative measure. For the cracked case issue, top case, bottom case and plunger case assembly were replaced as corrective action. The root cause of the reported issue was traced to user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).